Event description:
Reporter alleged customer had discrepant back to back blood glucose results of 261, 120, & 93 mg/dl when all tests were performed within 10 minutes on the advantage system. Reporter stated giving the customer 2 glucose tablets and orange juice as a result, however, no other treatment was provided or actions taken. Reporter indicated that one week prior another discrepant comparison of 500 mg/dl back to back with a result of 110 mg/dl was performed on the same advantage system a couple of minute apart. Reporter stated customer had eaten 15 minutes before testing and taken normal oral diabetes medication that morning. It was reported no other actions were taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.